Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately five years ago. The aneurysm and vessel morphology at the time of implant were not reported. It was reported that the patient presented to the emergency room with severe back and abdominal pain. A cta revealed a significant type iii junctional leak between the cuff and the main body with an abdominal aortic aneurysm rupture into the retroperitoneum. Vital signs were unstable. The physician elected to convert to an aui with a converter quickly to normalize hemodynamics. The proximal neck diameter was 28 mm; the cuff was at the level of the lowest right accessory and appeared to have good seal and apposition. A talent converter was implanted from the patient's right side as well as an endurant cuff as the physician wanted active fixation proximally. The right main renal artery was partially covered with the endurant device and although flow to the kidney was good, the physician elected to stent the right renal artery without difficulty. A 22 mm amplatzer plug was used to occlude the left iliac limb and a fem-fem bypass was completed. The patient left the or stable and was admitted to the ICU. No additional clinical sequelae were reported. A review of returned films post-implant show that the ipsilateral limb is on the right side; the limbs are crossed. The aortic cuff is approximately 1cm below the renal, and the bifurcated stent graft is approximately 4cm below the renal. There is no overlap between the aortic cuff and bifurcate, and a type iii junctional endoleak is present. There appears to be good distal fixation in the iliacs. The cause of the separation is unknown, and the amount of cuff overlap at implant is unknown. Possible neck dilation (current 28mm neck diameter) may have contributed. Images post-converter implant was not provided.

Manufacturer narrative:
(B)(4): evaluation, method: (film evaluation), evaluation, results: inherent risk of procedure (endoleak, rupture), patient's condition affected effectiveness of device (neck dilatation), evaluation, conclusion: device failure/lack of effectiveness related to patient condition (neck dilatation).